Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant in prep of the console for a cp support found the purge disc to be broken. The aic (automated impella controller) was replaced per IFU (instructions for use) recommendation with a backup and support proceeded without any noted harm or injury from delay. Support was successful for 94 hours before patient expired on support. No allegation impella caused or contributed to the patient outcome.

Manufacturer narrative:
The impella device was received from the customer on 07-jul-2023. Data analysis: on the complaint date, console ic8809 received ¿purge fluid not detected error¿ upon inserting the purge cassette (s/n: (B)(6) lot 1663628) after case start step 3, which denotes that at this point the purge retainer and flag might be broken/missing. It confirms the reported failure. Device analysis: the console ic8809 was tested after arriving in fs. Upon visual inspection, it was confirmed that the purge blue retainer and the flag were missing. No dextrose residue was found. See the attachments in the complaint folder 23-15016 for the missing blue retainer and the flag. The root cause for the missing purge retainer and the flag was due to the defective component ((B)(6)purge pressure sensor). Before returning this console back to the customer, fs was instructed to perform the following, install new purge pressure sensor ((B)(6)). Validate sensor accuracy via section 12 of the pm procedure ((B)(6)). Perform a full functional check on the console and optical system ((B)(6)).